Manufacturer narrative:
H6) customer communicated new information indicating that the reported event occurred on (B)(6) 2020 at 11:55 am while in use with a patient. It was added that the patient changed everything including the tubing, syringe, and sq site and was still receiving a blockage error. She attempted to go back to pump approximately every 1.5 hours, but the pump was no longer working at all. Patient is currently using a different pump with a new serial number. She still gets blockage alarms every so often, but patient stated that the pump was still running. She denied any symptoms that would suggest that infusion has been affected. There was no reported injury or medical intervention needed.

Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis with a damaged rear housing. During analysis, no blockage error was found on the device. The device was able to pass all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem was found with the reported issue. However, service recommended to replace the downstream occlusion sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited blockage error. No adverse effects were reported.